Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse verified the reported error and replaced the proximal set-up joint (suj) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The suj was analyzed and the reported issue was confirmed and replicated. In artemis, error 32100 was found indicating IV monitoring fault reported by the acu pointing to 48v brake. It was coupled with error 32101 indicating a high-side switch error on the axes controller setup (acu) thus confirming that the faults occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where it triggered error 32101 on startup and in the logs thus replicating the event. The unit was then installed onto a psc fixture test platform (pftp) where it failed to release the horizontal brake. Installed a golden acu and it passed all relevant tests with no log errors. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported fault is attributed to the suj acu.

Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, the system faulted with the patient docked. The customer had to disable the arm to recover from the fault. The customer was able to undock the patient side cart (psc) from the patient safely. Then, the customer powered cycled twice, and the system booted up with an error. Technical support engineer (tse) had the customer do a hard reset of the psc, but the issues persisted. Tse asked if the customer had another psc to use, they do not. The customer is converting to laparoscopy surgery. The procedure was converted to laparoscopic surgery with no reported injury.